Manufacturer narrative:
UDI: (B)(4). The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning and handling. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the small battery drive device was making an odd noise. During in-house engineering evaluation, it was determined that the device upper trigger was binding, showed signs of an immersion, there was an unknown liquid on the electrical control unit (ecu) and on sub-assembly components, and the ball bearings were corroded. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.